Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific right atrial (ra) lead. The device data was reviewed and there were two stored events with oversensing of the rate response trend (rrt) signal. The threshold measurements were stable and sensing was good. The patient was paced in the atrium less than 1% of the time. Boston scientific technical services (ts) suggested turning off rrt to get rid of the oversensing. Ts also advised turning off the atrial lead beeper on the crt-d as the beeping was upsetting to the patient. The physician elected to bring the patient back in to turn off rrt and to continue monitoring after that. Review of the data also showed a spike in shock impedance that resulted in high out-of-range measurements of greater than 200 ohms on the non-boston scientific right ventricular (rv) lead. The spike occurred a few months ago and the shock impedance has been within the normal range since then. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this patient was being seen again due to the high impedance alert for the right atrial (ra) lead and the cardiac resynchronization therapy defibrillator (crt-d) beeping due to the alert. Additionally, it was noted that the noise and oversensing that had occurred resulted in a couple inappropriate mode switches. Boston scientific technical services (ts) assisted the local area field representative with turning off the respiratory rate trend (rrt) feature. Ts also suggested turning off the beeping for out-of-range impedance feature on the device and getting an x-ray for further evaluation of the ra lead. The field representative stated that the lead did not appear to be fractured. During the device check, it was noted that the device had stored some pacemaker mediated tachycardia (pmt) episodes, and the patient reported feeling fluttering. A retrograde conduction test was done and the patient reported feeling the same fluttering feeling. However, the retrograde conduction test did not appear to confirm that the patient has retrograde conduction. Additionally, the pmt episodes were reviewed and they appeared to be sinus tachycardia rather than pmt. This product remains in service. No adverse patient effects were reported.